Event description:
It was reported that during an unknown procedure, before firing the instrument, during the manipulation for the placement of clips, the clips were dropped from it. Also the clips were not formed properly. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? There was twisting during the placement of the clip jaws. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Nothing. Was the device fired after this incident in or out of the patient? Yes. The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).